Manufacturer narrative:
A4 and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 59-year-old male patient presenting with cardiomyopathy, with a pre-support clinical condition consistent with scai shock stage d. The patient¿s comorbidities were unknown. During ongoing support, a member of the nursing staff reported that the sterile sleeve of the impella 5.5 catheter had been compromised, described as ruptured and opened, for approximately two days. The defect was located on the side opposite the blue suture hub where the fixation screw is positioned. According to the nursing team, the affected area was disinfected and subsequently sealed using adhesive measures to maintain coverage. The nurse additionally reported that the patient was diagnosed with sepsis. No further clinical comments were provided by the treating physicians at the time of reporting. The defect site was inspected by an abiomed clinical consultant, and based on the assessment, an official recommendation for pump replacement was communicated to the medical team. The medical team acknowledged the recommendation. The patient survived to explant. The sepsis may be related to the patient¿s underlying critical illness and prolonged intensive care course, with the period of compromised sterile sleeve representing a potential contributing access-site factor.

Manufacturer narrative:
Sepsis: the cause of the injury was unable to be determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.